Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coil lps. During the procedure, the physician encountered resistance while attempting to insert a ruby coil lp into the microcatheter and the pusher assembly of the ruby coil lp broke; therefore, the ruby coil lp was removed. It was reported that the ruby coil lp was stuck at the starting position in its introducer sheath. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.